Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported patient outcomes could not be conclusively established through this evaluation. A specific cause for the reported patient outcomes could not be conclusively determined. Specific device serial numbers were not provided, and no product was available for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. The applicable serial/lot numbers of the heartmate 3 left ventricular assist devices (lvads) associated with the reported events were not provided and were unable to be identified. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported through the research article ¿impact of race on clinical outcomes after implantation with a fully magnetically levitated left ventricular assist device: an analysis from the momentum 3 trial¿ identifying that the heartmate 3 left ventricular assist device (lvad) may be related to death. A total of 960 heartmate 3 patients (white: 675, black: 285) were included in this retrospectivity study with clinical events completed as of (B)(6) 2020. A total of 124 white patient died, and 42 black patients died, while 151 white patients and 55 black patients underwent heart transplantation. No further details about the cause of death or transplant was provided.